Event description:
It was reported that some areas on the pump touchscreen would not respond to touch inputs. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.